Event description:
Reporter alleged passing out and having to be treated by paramedics due to blood glucose monitoring device results. Reporter stated device read 198 mg/dl at 7:30 am and took insulin as usual. It was reported while eating breakfast, customer passed out and paramedics were called. Reporter stated paramedics device measured 40 mg/dl and transported customer to the hosp where was treated with a glucose IV as well as was monitored for several hours. No controls were reportedly used. A request was made for the return of the suspect device and replacement product was sent.